Event description:
During an rf procedure, the device displayed an error message. Troubleshooting efforts were unsuccessful. The pt had been given a local anesthetic when it was decided to cancel the procedure. There are no adverse consequences reported as a result.

Manufacturer narrative:
The device was returned to the MFR and an investigation is anticipated. This report will be updated if the investigation requires.